Event description:
Patient reporting "pain and hardening of the breast and lymph nodes" and "silicone flakes in the lymph" via radiology. This relates to the right device. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.